Event description:
It was reported that noise leading to oversensing was observed on the right ventricular (rv) lead. Provocative testing was performed but noise could not be reproduced in-clinic. Lead revision was anticipated to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.